Event description:
A hospital in another country, reported to our distributor that the inspiratory heater wire of an rt105 adult breathing circuit was an open circuit. It was also reported that the event occurred before use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Electrical tests were performed on the heaterwire of the returned device. Results: the heaterwire in the inspiratory tube was found to be an electrical open circuit due to a break in the circuit between the heater wire and one of the pins. We were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion : every breathing circuit heaterwire is electrically tested during production and those that fail are rejected. This suggests the electrical conductivity of the heaterwire changed after the device was released to market. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.0015%.